Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2014 at an unknown time. The patient, a minor, reportedly tested on the subject meter and observed an unknown high reading as compared to a onetouch ultra meter that read ¿125 points lower.¿ the patient manages his diabetes with novolog insulin through pump therapy. It is not known what action the patient took regarding his usual diabetes management routine in response to the alleged issue. The patient/reporter stated, the patient had ¿ketones¿ although no specific symptoms were reported and the patient was not treated by a healthcare professional. The patient was reportedly given 5 units of novolog as treatment by a non-hcp. The reporter claimed the same issue occurred on (B)(6) 2014 where the subject meter read 125 points higher than the ultra meter; he reported that the ultra read ¿300 something,¿ the subject meter reading is not known. The patient did not make any changes to his medications as a result of the high reading. The reporter claimed ¿high ketones¿ approximately 4 hours later and the patient was treated with 4-5 units of novolog insulin at approximately 7pm. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms of ¿ketones¿, ¿high ketones¿ correlated with the alleged high results obtained with the subject device as well as the form of treatment received. However, this complaint is being reported because, the alleged product issue remained unresolved, readings were not provided to determine the percent variance.